Event description:
It was reported that the customer received motor error alarm on the insulin pump during rewind and there were motor errors in the alarm history. Customer's blood glucose was reportedly within normal range. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to constant motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.